Event description:
Pt presented with tunnel widening and graft failure. Dr did this acl revision surgery about a year ago using a 10x25 calaxo screw and allograft. Dr also found that the tunnel widened to 11mm. The pt did not show any pre-tibial swelling. Dr is planning a revision surgery in the future.

Manufacturer narrative:
No prod is being returned for eval.